Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per user guide do not take insulin doses too close together, often referred to as stacking insulin. H3 other text : device not returned.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, customer initiated and delivered multiple boluses which subsequently decreased their bg level. Customer consumed carbohydrates to address bg.